Event description:
It was reported that upon interrogation of the pulse generator the message -data not read- appeared. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.